Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced on due to noise. Patient was scheduled for a device change, but in review it was discovered the patient has a history of rv lead noise dating back to 2014. The noise has been intermittently falling in the vf zone. The latest episode was from 2017 with an aborted shock. Impedance and sensing values appear in range. No adverse patient events were reported. Should additional information become available, this file will be updated.